Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 08/04/2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient stated that she was lying down when she became confused. Patient's housekeeper called 911 and the paramedics took her blood glucose which was at 40mg/dl. The paramedics treated with the patient with glucagon and took her to the hospital. Patient reported that the paramedics said the dexcom was displaying 100mg/dl before it was stopped. At the time of contact, the patient was fine. No product was returned for investigation. However, data was provided for evaluation. The reported event of inaccuracies was confirmed. A root cause could not be determined.